Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 120 mg/dl. The customer state the 3 hours prior was 500 mg/dl. Customer was admitted to the hospital and released same day. Customer was wearing the pump at the time of emergency room visit. The customer stated that she got a low reservoir at noon and did show later it was empty. The customer stated has not get a no delivery after the no reservoir and thinks the pump is not working. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.